Manufacturer narrative:
Investigation summary: samples/ photos: it was received one opened and used sample of insyte autoguard bl 22ga x 1.0in, catalog: 38182314, lot: 7139589. After careful visual analysis of the sample using disposable gloves, it can be observed that by the characteristic of the catheter there is a cut made with cutting material as a scissors. In addition, a catheter cutoff simulation test was performed using the same catheter type of the sample. As a result, it was obtained a cut on the catheter with a characteristic very similar to the sample claimed. The assembly lot: 7116584 used in the claimed final product lot: 7139589 of insyte autoguard bl 22ga x 1.0in was analyzed regarding "damaged component" test; "catheter pull test" (test that checks the gripping force of the catheter in the adapter and checks the resistance of rupture of the catheter). No records were found that could lead to the incident in question. Qn/ ncmr review: no records of qn were evidenced for the defect related to this complaint for the assembly lot: 7116584 and for the claimed final product lot 7139589. Investigation conclusion: not confirmed: bd was unable to confirm this complaint. Investigation comments: according to the results of analyzes performed on the sample returned from the customer, it was not possible to confirm this claim as being caused by the product manufacturing process. Because the sample evidenced a cut in the catheter made by cutting material. In addition, no records were found that could lead to the incident in question during investigations. Root cause description: based on the investigations it was not possible to determine a root cause for this defect, since the complaint was not confirmed.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after removing a bd insyte¿ autoguard¿ shielded IV catheter 22g x 1in., the nurse removed the needle but the catheter and half the adapter remained in the patient¿s vein. The patient received x-rays and was hospitalized for prolonged unknown amount of time. It was reported that the patient is conscious, communicative, oriented and walking.